Event description:
It was reported that threshold was rising on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D11:d314vrg defibrillator implanted 2011-(B)(6); (B)(4).

Event description:
It was reported that threshold was rising on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4), product ID# 694958 a proximal portion was received measuring 44 cm. A distal portion was received measuring 44 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.